Event description:
Based on the info reported to the co the procedure was an emergency c-section as there was fetal distress. The pt was prepped with an alcohol based solution and was immediately draped. The dr was using two fingers to separate the fascia and he received a burn, the grade of wich is unk. He then re-gloved and continued with the procedure. Later during the procedure some of the prep solution was pooled in the area of the pt return electrode and when the physician was using the pencil in the vicinity of the return electrode, they noticed a smoldering smell, different from normal and noticed that the drape was on fire. They immediately put out the fire, completed the case and noticed burns to the pt, 1st and second degree, afterwards.